Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A clinical engineer reported that the laser had low power. The event occurred before surgery and no patient was involved. No system messages were displayed. Additional information has been requested and received.

Manufacturer narrative:
Evaluation summary. The system was examined and the reported event was replicated. The laser was sent to technical services (ts) warehouse and recalibrated. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event can be attributed to the laser being out of calibration. (B)(4).